Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed at zoll manufacturing corporation. As received, the electrode belt was unable to communicate with a monitor. The cause of the test failure and inability to communicate with a monitor was a thermally damaged esd 700 diode array on the distribution node pca. A root cause investigation into the damaged components determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, causing a short on the therapy electrode pca. The short caused the thermal damage on the distribution node pca.

Event description:
A us distributor reported that a patient experienced a defibrillation event consisting of five shocks. Details surrounding the event were not provided. The rhythms at the time of the first four shocks were ventricular tachycardia (vt) at 250 bpm, vt at 210 bpm, vt at 280 bpm, and vt at 200 bpm respectively. The four respective post-shock rhythms were sinus tachycardia at 120 bpm, sinus tachycardia at 130 bpm, sinus tachycardia at 130 bpm with a-bigeminy, and sinus tachycardia at 130 bpm with pacs/pvcs. The patient received a fifth unknown shock. Prior to receiving this last shock, the device detected an arrhythmia while the patient was in vt at 210 bpm. Can comm status flags indicating a belt/monitor communication issue were detected following the fifth treatment shock. The response buttons were pressed intermittently throughout the event. The response buttons functioned appropriately. The patient was taken to the emergency room and was being monitored under hospital telemetry. During investigation of the treatment event, it was found that the electrode belt failed incoming functionality testing.